Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-sensed t-wave oversensing was observed. Programming changes were made. The patient will continue to be monitored.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that during follow-up, another instance of post-sensed t-wave oversensing was observed. The patient received inappropriate atp therapy. Programming changes were recommended. The patient was stable before, during, and after the device interrogation.